Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient presented with infection shortly after initial vns implantation surgery. One month after initial implantation, the patient underwent lead and generator explant surgery due to the infection. The device history records were reviewed for the lead and generator and revealed that both devices were sterilized according to specifications prior to release for distribution. No additional relevant information has been received to date.